Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a seizure and a fall, after which, they noticed the implantable neurostimulator (ins) moved down. They said it was "like it is against a nerve" and they have a sharp pain every once in a while since then. An appointment was scheduled for the patient to see their healthcare provider (hcp) on (B)(6) 2016, and they wanted to know if there was anything they could do before the meeting. It was reviewed that the patient could use their patient programmer to turn down amplitude or turn the ins off. The patient then clarified that the pain didn't seem to be from the stimulation, but rather from the actual ins migrating. The amplitude levels were already turned down low. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.